Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was found to be twisted in the pocket.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high impedance and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.